Event description:
It was reported there was telemetry pauses post implant. Real time egm showed that pauses occurred during deep inspiration and coughing. The lead was oversensing diaphragmatic myopotentials. Programming changes were made. The patient was stable.

Manufacturer narrative:
(B)(4).